Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the loss of power occurred while the infusion was connected to the patient. Per reporter, the ward nurse attempted to charge the pump with the ac cable, but the pump would not power on while connected to ac cable. The pump was removed from patient by account manager and replaced with an alternative device and rescued analgesia administered to patient to compensate for pain caused due to interruption to therapy. The event occurred at the hospital.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump was found to have a battery depleting within minutes in the ehl, but the issue was unable to be replicated during testing. The pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.